Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the device was driven to a trajectory with the optical distance sensor attached. The arm was put into an unusual position to reach the trajectory. Field service engineer entered command to drive the device to another trajectory and a clearing procedure was started. Service engineer chose free & fast mode. Upon stepping on the foot pedal, the robot froze and shut down. Device was restarted and surgery continued as normal. No reported harm to the patient. There was an earlier system shutdown as well due to excessive force on the force sensor by the surgeon.

Manufacturer narrative:
Two communication errors occurred during the surgery. The first communication error is due to an ¿over force¿ error whose origin cannot be determined. The second one is due to a vigilance device failure however the cause cannot be determined.